Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter indicated that the patient had obtained the subject meter two weeks prior to contacting lfs. He claimed that since then the patient had been getting "widely variable readings". He reported that on (B)(6) 2015, the patient was at school and obtained the following blood glucose results on the meter: 10.25am - 32.8mmol/l, 10.45am - 4.4mmol/l, 11.06am - 6.3mmol/l and 11.07am - 1.2mmol/l. Based on statistical methodology, the difference between these results falls outside lfs' criteria for precision. The patient manages his diabetes with insulin (self-adjuster). The reporter claimed that because the patient got widely varying readings, the school staff didn't know how to proceed with treatment, so no action was taken. He alleged that at approximately 11:30am on (B)(6), the patient "had a hypo and nearly lost consciousness". He reported that paramedics were called and the patient's symptoms were treated with "lucozade and sweet biscuits" by a healthcare professional (hcp). He also reported that after the patient had been stabilized, at 11:45am, the paramedics recorded the patient's blood sugar level using the emergency medical service meter and obtained a reading of "4.5 mmol/l". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The reporter indicated that he had concerns about the test strips because they were recorded as being "repackaged". The csr noted that the patient "seems to get condensation occurring quite quickly when he opens the strip vial and the strips quite often stick together". The reporter did not have control solution available to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. Both the meter and test strips were requested for return and investigation. However, return of the test strips is not possible as they have all been used. This complaint is being reported because the reporter claims the patient obtained inaccurately erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia which required hcp intervention, after the alleged meter issue began.